Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included atypical squamous cells of undetermined significance. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("pelvic pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device breakage (seriousness criterion medically significant), cystitis ("bladder infection") and urinary tract infection ("uti (interpreted as urinary tract infection)"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, vaginal discharge, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one was confirmed in patient medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included atypical squamous cells of undetermined significance. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("pelvic pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device breakage (seriousness criterion medically significant), cystitis ("bladder infection") and urinary tract infection ("uti (interpreted as urinary tract infection)"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, vaginal discharge, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, vaginal haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one was confirmed in patient medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr was received. New events device breakage, abnormal bleeding (vaginal), pelvic pain, lower abdomen pain were added. Date of insertion was updated. New reporters were added. Patient demographic was added. Medical history was added. Event onset date was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.